Manufacturer narrative:
Concomitant products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 07-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving heparin (1250 units/ml at 874.2 units/day) via an implantable pump for unknown indications for use. It was reported that the pump was programmed to off state due to a clot in the catheter.